Manufacturer narrative:
Request has been made to obtain the product. Evaluation is pending.

Event description:
In 2009, the sales rep reported that during surgery, the surgeon was attempting to implant the closure top when it seemed to strip the threads on the screw. After trying nine closure tops, the surgeon explanted the screw and closure top and implanted a new screw and closure top.